Manufacturer narrative:
Specific patient information and device serial number are documented as unknown. Details are listed in the article. Device was implanted at time of event. Date of event has been entered as 01may2023 as clinical follow-up was performed until may 2023. Jahangiri, p., veen, k. M., van moort, I., bunge, j. H., constantinescu, a., sjatskig, j., de maat, m., kluin, j., leebeek, f., & caliskan, k. (2024). Early postoperative changes in von willebrand factor activity are associated with future bleeding and stroke in heartmate 3 patients. Asaio journal. Https://doi.org/10.1097/mat.0000000000002250. Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas) and the reported patient deaths could not be conclusively established through this evaluation. The heartmate 3 lvas instructions for use (IFU) lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The serial numbers or other identifying information of the products were not reported and were not able to be determined during the investigation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G, is currently available. Section 1, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including death. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through the research article "early postoperative changes in von willebrand factor activity are associated with future bleeding and stroke in heartmate 3 patients" that heartmate 3 may be associated with gastrointestinal bleeding, hemorrhagic stroke, ischemic stroke, and death. A prospective single-center study including 74 heartmate 3 device recipients between 2016 and 2023 was undertaken. A total of 113 patients underwent heartmate 3 lvad implantation between september 2016 and february 2023. Seventy-four (97.4%) patients survived for at least 60 days and were therefore included. Clinical follow-up was performed until may 2023.